Event description:
It was reported the patient fell and lost effective therapy with their scs system. Diagnostics showed the patient's leads had all high impedances. In turn, surgical intervention may take place at a later date to address the issue.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.